Event description:
It was reported that the atrial lead moved post implant. The lead exhibited loss of sensing. The lead was repositioned on (B)(6) 2017. The patient was in a stable condition post procedure.